Event description:
An ophthalmic surgeon reported that during vitrectomy surgery, multiple system messages displayed. The surgery had to be completed with an alternate system. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).